Event description:
It was reported that the pulse generator exhibited elective replacement indicator alert. Two days later the physician performed an elective replacement indicator reset. The device resumed normal function.